Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the device was plugged into the valley lab generator and device was ready for harvesting. However, the bipolar bisector did not work for cauterization. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).